Event description:
It was reported that during training the user could not confirm drop formation at the fill tubing step after initiating the supply change sequence via the cartridge icon, and support advised replacement due to a known issue. Symptoms included no device alerts or alarms and an unresponsive confirmation screen during the fill step. Outcomes included replacement of the ilet device with a request to return the original unit, subsequent failure to return the original device, and notification that warranty coverage for the replacement device was voided until the original is returned. Investigation included customer service troubleshooting and case review. Investigation of this case revealed a device operational anomaly during the infusion set priming confirmation step and inability to proceed past the on-screen prompt. It was concluded that the event was related to a device malfunction during the tubing fill confirmation step, and the device has not been returned for evaluation. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.